Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion left anterior descending (lad) artery with moderate calcification and moderate tortuosity. In the procedure the ht bmw universal ii 190cm guide wire was advanced, but failed to cross the lesion. The guide wire was removed and a whisper guide wire was advanced successfully. The bmw guide was then reinserted, however, did not track smoothy. A balloon was advanced on the bmw guide wire, but the balloon become stuck on the guide wire. The guide wire was removed and the whisper guide wire was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 80% stenosed lesion during advancement, resulting in the reported failure to advance and difficult to advance. Additionally, it was reported that the guide wire encountered resistance with the balloon catheter during advancement and removal. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the balloon catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.